Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced with no patient complications.